Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided through resetting their pump by technical support, and after the reset, the error did not reoccur. Caller successfully initiated their sensor session.